Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas concluded the sample was a true positive. Ts relayed this information to customer via letter. Customer understood with no further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua: (B)(4), and aptima sars-cov-2/flu (eua: (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one patient questioning their positive test result in sars-cov-2 tma run, wl (B)(4), using assay lot: 294803 on panther instrument sn: (B)(4). The patient tested negative three times before, but this time had a positive result (rlu 681). The information provided by the customer was insufficient to characterize the sample as a confirmed false result.